Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
A secondary procedure, sf case# (B)(4), was performed on (B)(6) 2017, for an unknown reason with an unknown index procedure. During the intervention, 3 iliac limbs were implanted in the patient. No additional event or patient information is available.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on (B)(6) 2018 and no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Correction: (B)(4).

Event description:
Additional info received: the exact implant date cannot be established, but was initial case was an ovation prime in 2013. The secondary intervention was performed due to a type 1b endoleak caused by the progressive dilatation of the common iliacs over several years. The original procedure maintained seal until late 2016 when some sac expansion was detected. The patient was referred to russel hall/dudley hosptial from another (unknown) local centre for the secondary treatment. Current patient condition us unknown.